Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the full lead was returned; analyzed and the distal conductor of the lead was extrinsically over-rotated, visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. After placing the lead into the ventricle, the helix would not extend despite multiple rotations. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.